Event description:
Consumer used a durex condom which came off and became stuck in the vagina. This resulted in pain and bleeding. Thus, the consumer went to the hospital to have the condom removed. The consumer was contacted by the company to try and obtain specific info, however, there was no response to our request. All available info to date will be provided.